Event description:
It was reported that the trivantage tube producing noise constantly regardless of surgeon action or in-action, but not normal during thyroidectomy procedure. Tube positioning was checked, passed electrode check which extended the surgery tome of 20 minutes. The th reshold was set to 100. Cautery was far from nim console, patient was not anesthetically light. No known patient impact. Troubleshooting was done by turning up stim to 150 with decreased noise, but not enough to continue using nim. Electrode check resulted in green with some flickering between red x's and green checkmarks. They also tried other channels on pi and tried to lift the pi off of the surface it was resting on. Tried turning up stim to 200 with decreased noise, but not enough to continue using nim.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: visually, the trivantage tube was returned in a large plastic bag. The pouch was already opened from 3 of the 4 sides and contained trivantage tube only. There was a residue consistent with biological contamination on the tube. Under the magnification, there were signs of scratches and bubbles on the tube. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 16.5 ohms (red), 36.4 ohms (red with white stripe), 56.1 (blue) and 22.9 (blue with white stripe). It was difficult to get a good continuity check on portions of the trace pad (intermittent). Functionally, test was performed by using nim console and resulted in intermittent electrode check (pass/fail) and channel 1 produced excessive noise. For further analysis, syringe was used to inflate 15cc of air into the cuff (cuff was inflated and deflated without any issues). A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. The annex codes sent in initial report b17, c20, d14 are no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.